Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a damaged latch roller. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. The device was power on self-tested, battery tested and the alarm log was reviewed. During visual inspection the latch roller was found to be damaged. The cause of the damaged latch roller is unknown. To correct the condition, the latch roller was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.